Event description:
The bipap a30 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, foam particles were visualized inside the device assembly. The device will be scrapped as per the customer's request. This device will be included in fsca 2021-05-a additional findings not related to the malfunction/issue: the device was returned without the accessory port cover. This bipap a30 device was manufactured 11/30/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.